Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: did the surgeon confirm no impact to functionality by size change from 8mm to 7mm? Yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: anesthesia was administered for nearly an hour, and the procedure was started on the left leg. After the procedure was completed without any problems, the right leg was treated. When the real implant was inserted, 8 mm insert in question was not able to be fitted to the implant. Thinking that soft tissue or bone fragments might be trapped, the area of the insert where it engages with the implant was cleaned and insertion of the insert was tried several times, but it did not go well. Therefore, the surgeon inserted 7 mm implants instead and completed the procedure. The surgeon said using 7 mm implants was never a bad thing because the 8 mm implants were a little tight. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the locking feature edge of the hp uni ins sz4 8mm rmll aox is visible damaged and deformed. Additionally, the devices presents scratches most likely caused by the implantation attempts. The sigma ''high performance partial knee' unicondylar surgical technique (dsus/jrc/1114/0582 rev. 3), provide guidance to for a correct final implantation steps to be followed. Following these steps will successfully locking the insert into the base as intended, preventing the uni insert to be damaged. The observed damaged condition suggests an improper alignment when trying to introduce the uni insert through the tibial base locking edge. This would contribute to the difficulty/inability to mate the insert with the tibial component following multiple insertion attempts. A functional test was not able to be performed. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A manufacturing record evaluation was performed for the finished device product description: hp uni ins sz4 8mm rmll aox product code: 102456408 lot number: m2729t and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the hp uni ins sz4 8mm rmll aox would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: hp uni ins sz4 8mm rmll aox product code: 102456408 lot number: m2729t and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: hp uni ins sz4 8mm rmll aox product code: 102456408 lot number: m2729t and no non-conformances or manufacturing irregularities were identified.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a surgery via uka for oa of the knees. Anesthesia was administered for nearly an hour, and the procedure was started on the left leg. After the procedure was completed without any problems, the right leg was treated. When the real implant was inserted, 8 mm insert in question was not able to be fitted to the implant. Thinking that soft tissue or bone fragments might be trapped, the area of the insert where it engages with the implant was cleaned and insertion of the insert was tried several times, but it did not go well. Therefore, the surgeon inserted 7 mm implants instead and completed the procedure. The surgeon said using 7 mm implants was never a bad thing because the 8 mm implants were a little tight. The surgery was completed successfully with approximately 30 minutes delay. After the surgery, the insert in question was checked. There was a scratch at the posterior of the insert, where it engages with the rail, and a slight ridge. There was also a scratch on the anterior of the insert, but the surgeon said that the scratch on the anterior was probably caused by the repeated act of hammering the insert while the insert was not fully engaged with the lane. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> anesthesia was administered for nearly an hour, and the procedure was started on the left leg. After the procedure was completed without any problems, the right leg was treated. When the real implant was inserted, 8 mm insert in question was not able to be fitted to the implant. Thinking that soft tissue or bone fragments might be trapped, the area of the insert where it engages with the implant was cleaned and insertion of the insert was tried several times, but it did not go well. Therefore, the surgeon inserted 7 mm implants instead and completed the procedure. The surgeon said using 7 mm implants was never a bad thing because the 8 mm implants were a little tight. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the locking feature edge of the hp uni ins sz4 8mm rmll aox is visible damaged and deformed. Additionally the devices presents scratches most likely caused by the implantation attempts. The sigma ''high performance partial knee' unicondylar surgical technique (dsus/jrc/1114/0582 rev. 3), provide guidance to for a correct final implantation steps to be followed. Following these steps will successfully locking the insert into the base as intended, preventing the uni insert to be damaged. The observed damaged condition suggests an improper alignment when trying to introduce the uni insert through the tibial base locking edge. This would contribute to the difficulty/inability to mate the insert with the tibial component following multiple insertion attempts. A functional test was not able to be performed. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A manufacturing record evaluation was performed for the finished device product description: hp uni ins sz4 8mm rmll aox product code: 102456408 lot number: m2729t and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the hp uni ins sz4 8mm rmll aox would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product description: hp uni ins sz4 8mm rmll aox product code: 102456408 lot number: m2729t and no non-conformances or manufacturing irregularities were identified. Device history review ==> a manufacturing record evaluation was performed for the finished device product description: hp uni ins sz4 8mm rmll aox product code: 102456408 lot number: m2729t and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.